Manufacturer narrative:
The pump is not being returned to animas for evaluation at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there was no data in the black box or download histories from the time of the reported hospitalization due to continued patient use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of the patient alleging that the patient was hospitalized on (B)(6) 2010, for dka and was having trouble with her sites. An animas representative contacted the reporter on (B)(6) 2011, and was able to obtain additional information. The patient was reportedly vomiting and had elevated blood glucose (bg) levels. According to the reporter, the patient's fasting bg's had been in the "600's" mg/dl. Prior to the admission, the patient's bg levels were running between "170-500 mg/dl." The patient also reportedly had large ketones at home. A review of the pump's settings and tdd revealed that all bolus doses and basal rates added up. No associated alarms were observed in the pump history. The cartridge volume was fine based on insulin doses. The reporter alleged that the patient's bg started running high again on (B)(6) 2010, after putting in a new set. She pulled the inset 30 out and noted that it was not bent. The patient's bg reportedly got up to 600 mg/dl with large ketones. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka.